Manufacturer narrative:
The pod arrived not deployed. Timeouts were observed in conjunction with an 0x5f alarm during second prime, indicating open ground at the hook switch. The exact cause of the 0x5f alarm could not be determined. The 0x5f alarm is confirmed as the root cause of the reported needle mechanism failure.

Event description:
It was reported that the cannula did not deploy during the activation process. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.